Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump right row on the keypad was non responsive. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The customer reported the following additional clarifying information. The keypad buttons on the right- most side of the keypad were not responding to button presses. More towards the bottom than the top. The device was received for evaluation. During functional keypad testing, multiple keys were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing input/output (I/o) board. The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.